Manufacturer narrative:
This malfunction occurred one additional time at this facility on this patient. Details of this malfunction can be found in MDR 2245270-2016-00049. Although the sample was not returned, the details of the malfunction will be used as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA via follow-up MDR within thirty days of its conclusion.

Event description:
PICC line inserted on (B)(6) 2016. PICC line noted to be leaking and replaced with a new PICC line. PICC line was noted to be leaking at the hub where the wings intersects with the catheter proximal to the patient.

Manufacturer narrative:
This malfunction occurred one additional time at this facility on this patient. Details of this malfunction can be found in MDR 2245270-2016-00049. Vygon (B)(4) could not conduct a full investigation on this complaint due to the sample not being available. This complaint is not confirmed as a manufacturing defect because the catheter worked for a total of 21 days and 26 days. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Unfortunately, we have no further information about disinfectants used, but the occurrence of leakage after a while of use may hint to the use of alcohol-based disinfectants. From previous complaints we know that it is essential to let the disinfectant dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. In the instructions for use (IFU) for this product there is a statement that warns not to use organic solvents such as alcohol or acetone may interact with catheter material and weaken it. A review of supplier's manufacturing batch record for this product was performed. There were no abnormalities found during manufacturing. Corrective action: no corrective action at this point in time. However, last year the supplier of the catheter has issued CAPA # (B)(4) to include a warning leaflet inside each catheter package advising the user to avoid allowing alcohol based disinfectants or other organic solvents to come into contact with their catheters. The recommended cleaning method is the use of water-based disinfectants. Not returned.

Event description:
PICC line inserted on (B)(6) 2016. On (B)(6) 2016 PICC line noted to be leaking and replaced with a new PICC line on (B)(6) 2016. PICC line was noted to be leaking at the hub where the wings intersects with the catheter proximal to the patient.